Manufacturer narrative:
On-site investigation was performed by field service engineer. Initially it was concluded that pm kit (which include nozzle units) was defective and caused test failure, but during final repair of the device the issue was solved after monitoring board replacement. Pm kit was not replaced. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The monitoring board is a part of the subsystem monitoring mon. The monitoring subsystem features alarm and monitoring functions, calculations and trending of measured values. Monitoring board contains a barometric transducer and the measured barometric pressure is supplied to the other sub-units in the system. We do not consider that monitoring board failure as a safety related, as it is only monitoring and will not affect ventilation. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective monitoring board.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Pressure transducer test failure was discovered during the inspection of the ventilator. There was no patient involvement. Manufacturer's ref. #: (B)(4).